Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received 21 insyte autoguard bc 22ga units from lot number: 9071791 within sealed packages along with 2 empty-open packages and a piece of top web paper. Six units were received from lot number: 9099672 that were within sealed packages along with one empty-open package. Through the visual/microscopic evaluation, there was no physical-mechanical damage observed on any of the components of the received units. A water leak test was performed where leakage was not observed with any of the units. The returned representative units did not display any adverse characteristics that would contribute to the defect experienced. The failure described could not be replicated at the laboratory. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h.10.

Event description:
It was reported that five 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced a hole in the catheter which was noted prior to use. The following information was provided by the initial reporter: user facility sent a concern for 22ga x1 inch cath IV insyte they have found 5 with holes in the catheter. 2 different lots. Per phone: product#: 382523, lots: 9071791 and 9099672. Holes were seen in catheter before use, right when opened package. No patient use. Dates of occurrence were not told.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9071791, medical device expiration date: 2022-02-28, device manufacture date: 2019-03-12. Medical device lot #: 9099672, medical device expiration date: 2022-03-31, device manufacture date: 2019-04-09.

Event description:
It was reported that five 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced a hole in the catheter which was noted prior to use. The following information was provided by the initial reporter: user facility sent a concern for 22ga x1 inch cath IV insyte they have found 5 with holes in the catheter. 2 different lots. Per phone: product # 382523, lots 9071791 and 9099672. Holes were seen in catheter before use, right when opened package. No patient use. Dates of occurrence were not told.